Manufacturer narrative:
Reported event: an event regarding disassociation involving an unknown metal head was reported. The event was confirmed. Method & results: product evaluation and results: material analysis, visual, functional, and dimensional inspections could not be performed as the device was not returned. Clinician review: a review of the provided medical information by a clinical consultant indicated: materials. Reviewed: undated/unlabeled: right ap hip x-ray. Stem appears stable in bone. Trunnion obviously deformed/worn, femoral head dissociated from the stem, acetabular shell appears stable. Confirmation: disassociation of a femoral head from a stem may be confirmed (x-rays undated and unlabeled). A revision surgery cannot be confirmed without additional records. Root cause: the root cause of the severe trunnionosis and wear cannot be confirmed without implant lot numbers, additional medical records." Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient was revised due to disassociation of the femoral head from the stem. The event was confirmed by review of the provided x-ray by a clinical consultant. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient's right hip was revised due to trunnionosis and dissociation of the femoral head from the stem. Surgeon also reported that the acetabular shell was in a neutral version. The entire hip construct was revised. Rep was not present for explantation of the liner and does not know if there are any allegations against it. Rep confirmed that pictures can be provided, and that otherwise, no further information will be released by the hospital or surgeon.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's right hip was revised due to trunnionosis and dissociation of the femoral head from the stem. Surgeon also reported that the acetabular shell was in a neutral version. The entire hip construct was revised. Rep was not present for explantation of the liner and does not know if there are any allegations against it. Rep confirmed that pictures can be provided, and that otherwise, no further information will be released by the hospital or surgeon.